Manufacturer narrative:
It was reported that sparks coming from the bipolar cord were noted during an unidentified procedure. Per report, it is not sure which specific part of the bipolar cord were the sparks noted. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. It was not reported how long the bipolar cord was used before the event happened, what was the make, model and settings of the generator and what device/s was the bipolar cord used with, and the activities leading up to the sparking. There was no report of serious injury, follow up care or medical intervention related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was returned for evaluation and the reported issue of bipolar cord sparking was not confirmed. A root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that sparks coming from the bipolar cord were noted during an unidentified procedure.